Event description:
Non warranty unless they have paperwork. He said he delivered it a month and a half ago. Dealer said the arm is missing the clip in front which causes the arm to be able to flip back. Needs spring clip.